Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8015 unit displayed an error code 255-32784-275 when connecting to system maintenance was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, ac power cord: customer does not have the 8015 plugged into ac power. After plugging in, error clears. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was user not plugging in the ac power cord to 8015 unit properly. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8015 unit displayed an error code 255-32784-275 when connecting to system maintenance. There was no patient involvement.